Manufacturer narrative:
Date sent: 11/14/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid resection, the staple formation was incomplete. The staples were not formed properly, the procedure was converted to open and the surgeon oversewed the staple line. The patient is fine.